Event description:
Customer reported that when she disconnected the reservoir from needle guard, she noticed that the white cap on reservoir is crooked. Customer was advised to change the reservoir and to just twist and pull straight up on reservoir when disconnecting from the transfer guard. Blood glucose 67 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One sealed reservoir one inspected and a visual inspection was performed. The transfer guard needle center was found off.